Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. A correction bolus was delivered to address bg. Reportedly, a new cartridge was loaded to address the event.